Event description:
The bipap autosv device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluatoin of the device, it was visually inspected, and the engineer found evidence of visible foam degradation in the printed circuit board assembly, dust fail contamination and error codes e032 (err_low_pressure_support), e066 (err_stuck_encoder_b), and e033 (err_high_pressure_regulation). The device was scrapped by the service-center after the evaluation was completed.